Event description:
Reporter indicated a vns dell x50 computer would not power on, despite using different power cords and outlets. The suspect computer and flashcard were returned for analysis. No anomalies associated with the computer performance were noted during testing using a bench ac adapter or the main battery with a full charge. The handheld performed according to functional specifications as evaluated. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. However, the charger cord and serial cable were not returned for analysis. It is suspected device failure may be occurring in the charger cord or serial adapter. Attempts to have the serial adapter and charger cord returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected in the serial cable and/or power cord that was not received back to the manufacturer.